Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a skin irritation under the left breast from the lifevest equipment. Patient described the area as red, itchy and bleeding. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician and used bepanthol and molicare cream for the skin irritation. It is unclear if the creams were prescribed by the physician. Reporting out of the abundance of caution. Follow up indicated that the creams helped the skin irritation to improve.